Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. The unit also had a craked case at the lcd window corners.

Event description:
The customer reported a motor error alarm during normal use. The customer stated that she works in an x-ray department, and the insulin pump was exposed to a cat scan. Attempted to rewind the unit, but it was interrupted by another motor error alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.